Event description:
It was reported by svc report that the motion interrupt pan was missing. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: motion interrupt pan.